Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5179799 and mw5179800.

Event description:
A voluntary medwatch report was received on 12/26/2025. It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.